Event description:
It was reported that "catheter inserted on 05 april and the next day it is not working. Or blood pressure is not working, or there is no reading records.". The catheter was replaced. No patient harm reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, 20ga arterial catheter for analysis. Signs of use in the form of biological material was observed inside the catheter body. Visual analysis did not reveal any defects or anomalies of any kind. The catheter body length from the juncture hub to the distal tip measured 54mm which is within the specification limits of 52mm-56mm per the catheter product drawing. The catheter body outer diameter measured 1.06mm which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to the returned catheter and flushed. The water exited out of the distal end of the catheter with little to no difficulty. This functional test was compared to a lab inventory 20ga catheter. No differences in the functionality of either device were observed. Performed per IFU statement "maintain catheter patency according to institutional policies, procedures and practice guidelines". The returned catheter was tested for blockages and leaks. To test for a blockage, the returned catheter was flushed using a 5cc syringe. The catheter flushed as expected. No interruption of water flow was observed. The distal tip of the catheter was then occluded to test for leaks. The catheter was pressurized with water using a 5cc syringe. No leaks were observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". The report that an arterial catheter did not produce a pressure reading was not able to be confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies with the returned sample. Additionally, the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "catheter inserted on 05 april and the next day it is not working. Or blood pressure is not working, or there is no reading records.". The catheter was replaced. No patient harm reported.